Event description:
It was reported that the patient's ipg was bulging out of the lower back. In turn, surgical intervention took place on (B)(6) 2019 wherein the patient's ipg was explanted and replaced. The patient's new ipg has been implanted in a new location and therapy has been restored postop.